Event description:
This patient underwent a robotic-assisted laparoscopic radical prostatectomy, bilateral pelvic lymphadenectomy. There were no complications. Operative time was 2 hours. Noted during surgery that silicone tip cover on da vinci scissors was splitting. No arcing noted. Tip cover immediately removed and replaced. Valleylab force fx esu set at 35 cut/35 coag. Tip cover used for approximately 1 hour and 20 min.